Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse determined that the gui printed circuit board (pcb) needed to be replaced. Unsuccessful attempts were made to obtain additional information regarding the reported gui malfunction. The completion of the repair is on hold pending a repair quotation. (B)(4).

Event description:
It was reported that the ventilator graphic user interface (gui) display experienced an unspecified malfunction. The device was not in use on a patient at the time the issue occurred.